Event description:
This case was reported via regulatory authority food and drug administration (reference number: mw5068168) on 13-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (batch no. 625898) for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. Concomitant products included tocopherol (vitamin e), vitamin b12 nos, colecalciferol (vitamin d3), calcium, magnesium, fish oil, curcuma longa rhizome (turmeric), curcumin, cocos nucifera oil (coconut oil), lactobacillus acidophilus (microgenics probiotic 8), ginkgo biloba and multivitamin. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and clinically significant/intervention required), hot flush ("hot flashes"), loss of libido ("loss of libido"), urinary tract infection ("increase in urinary tract infection"), migraine ("severe migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), abnormal faeces ("change in stools"), insomnia ("insomnia") and abdominal distension ("abdominal bloating"). The patient was treated with zolpidem, frovatriptan succinate monohydrate (frova), lorazepam, sertraline and surgery (hysterectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, hot flush, loss of libido, urinary tract infection, migraine, depression, anxiety, feeling abnormal, abnormal faeces, insomnia and abdominal distension outcome was unknown. The reporter considered pelvic pain, hot flush, loss of libido, urinary tract infection, migraine, depression, anxiety, feeling abnormal, abnormal faeces, insomnia and abdominal distension to be related to essure. The reporter did not wish any further contact with the company. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She was hospitalized to had a hysterectomy in order to remove essure. Pelvic pain is considered serious due to hospitalization and is anticipated according to reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Abdominal and pelvic pain may occur after essure insertion. Due to nature of pelvic pain, lack of alternative explanation, and based on the positive temporal relationship, causality between essure use and pelvic pain cannot be excluded. This case was regarded as incident, because a surgical intervention to essure's removal was required. Additionally, non-serious events were also reported. A product technical analysis is expected. Follow-up is not possible since no contact detail was provided.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 625898) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity. Concomitant products included calcium, cocos nucifera oil (coconut oil), colecalciferol (vitamin d3), curcuma longa rhizome (turmeric), curcumin, fish oil, ginkgo biloba, lactobacillus acidophilus (microgenics probiotic 8), magnesium, multivitamin, tocopherol (vitamin e) and vitamin b12 nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), hot flush ("hot flashes"), loss of libido ("loss of libido"), urinary tract infection ("increase in urinary tract infection"), migraine ("severe migraines"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog"), abnormal faeces ("change in stools"), insomnia ("insomnia") and abdominal distension ("abdominal bloating"). The patient was treated with zolpidem, frovatriptan succinate monohydrate (frova), lorazepam, sertraline and surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hot flush, loss of libido, urinary tract infection, migraine, depression, anxiety, feeling abnormal, abnormal faeces, insomnia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abnormal faeces, anxiety, depression, feeling abnormal, hot flush, insomnia, loss of libido, migraine, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device the reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: incident- no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2017: lot number (625898) was confirmed as an invalid. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. She was hospitalized to had a hysterectomy in order to remove essure. Pelvic pain is considered serious due to hospitalization and is anticipated according to reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Abdominal and pelvic pain may occur after essure insertion. Due to nature of pelvic pain, lack of alternative explanation, and based on the positive temporal relationship, causality between essure use and pelvic pain cannot be excluded. This case was regarded as incident, because a surgical intervention to essure's removal was required. Additionally, non-serious events were also reported. A product technical analysis is expected. Follow-up is not possible since no contact detail was provided.